Event description:
It was reported that this right atrial (rv) lead was explanted due high risk of infection associated with pocket erosion of this ICD system after a traumatic event. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).